Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the archive review and during functional testing. The root cause is due to a defective processor board likely due to aging. During functional testing, the platform was powered on and the system error, out of service, revert to manual CPR error message appears on the display panel. A review of the archive was performed and the archive data shows system error 132 - (internal watchdog timeout), thus confirming the reported complaint. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, damaged front enclosure was observed. The front enclosure needs to be replaced to address the issue. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in november 2010, and is more than 8 years old, well beyond the expected service life of 5 years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Following the service and repair, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient for 15 minutes and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power-up. No patient involvement.